Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported partial clip movement and recurrent mitral regurgitation (mr) appear to be related to patient morphology/pathology. A cause for the tissue injury cannot be determined. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation and tissue damage it was reported that this is a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, two clips (00814u159, 0015u190) were successfully implanted, reducing mr to 1. Then on (B)(6) 2021, a follow-up revealed that mr increased to grade of 3-4. It was noted that possibly the lateral side of the second clip (00815u190) was slightly torn. The physician stated there is a causal relationship between the increased mr and the implanted clips. Both clips could not be confirmed to be stable. Additional treatment was not provided. No additional information was provided.